Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patients underwent an ipg explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event.